Event description:
It was reported by the affiliate that the (2) msm20 were used during an unknown procedure. It was reported that the device malfunctioned. There are no other details available. The case was completed with another instrument and there was no consequence to the pt.